Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 39.0 cm from the proximal end. The introducer sheath was bent in multiple locations throughout its length. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed the introducer sheath was damaged throughout its length. This type of damage typically occurs due to improper handling during use. If a rotating hemostasis valve (rhv) is over-tightened on the introducer sheath, or if the introducer sheath is handled forcefully, damage such as this may occur. The damage found on the introducer sheath may have contributed to the resistance mentioned in the complaint. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele using ruby coils and another manufacturer's microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the physician met resistance. The ruby coil was successfully removed. The procedure continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.